Event description:
It was reported that the pen drive device was found to have gradual deterioration of materials in the internal and external components. During service and evaluation, it was determined that the device ran in the locked position. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had component damage, ran in the locked position, had insufficient/low power, fluid ingress and air leak. It was also found that the device failed pre-test for general condition, check handpiece in "lock" mode, power with the test bench, check speed with the tachometer and check for internal and external leak tightness. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear.